Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1gm, intravenous, discontinued) and ceftazidime injection (1gm, intravenous, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued. A day after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (thrice a week). At the time of this report, the patient was discharged from the hospital and has recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.